Manufacturer narrative:
Additional information was received that there was evidence of leaflet thickening on the bioprosthetic valve but no thrombus. As reported, the balloon aortic valvuloplasty (bav) was unsuccessful. A balloon pump and blood flow assisted device was required. On an unspecified date, "a few days later", post this recent bav the patient died. The cause of death was not reported. Updated data: b2 (date of death not known), h2, h6 annex e, device code, annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the implant of the valve, at a depth of 6 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc), the mean gradient was 8 mm hg. Following balloon aortic valvuloplasty (bav) using a 21 mm balloon, the mean gradient was 17 mm hg. The patient died eight days after the balloon aortic valvuloplasty (bav). Per the physician, the cause of death was heart failure decompensation. Per the physician, rapid calcium accumulation in the valve due to dialysis may have contributed to the death. Per the physician, end stage renal disease likely contributed to the patient's death. Additional information was received and updated in sections: a4, b2, b7, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two years and fifteen days following the implant of this transcatheter bioprosthetic valve heart failure presented with a gradient of 90 millimeters of mercury (mmhg) across the valve. A balloon aortic valvuloplasty (bav) was performed to address the gradient. No additional adverse patient effects were reported.